Event description:
Philips received a complaint by the customer on the v60, indicating that lights were blinking, but the display screen was not turning on. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that lights were blinking, but the display screen was not turning on. The remote service engineer (rse) provided the bme with the part identification (ID) of the gray user interface (ui) assembly for repair at the bme's request.

Manufacturer narrative:
Multiple attempts have been made on 16may2024, 31may2024, and 07jun2024 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.